Event description:
It was reported that an incomplete cartridge change alert occurred. Customer¿s blood glucose level was 560 mg/dl. Reportedly, the customer required assistance from contacts to address bg level with manual insulin injection. Tandem technical support educated the customer on the alert and ensuring to complete the cartridge change sequence.